Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system was explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed two bubbles with benign cracks in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: h6: evaluation method codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system was explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Requests are being performed regarding the model/serial number of the electrode, however, at this time, no additional information is available. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed two bubbles with benign cracks in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately a shock due to low amplitude and oversensing. The patient was hospitalized, and it was decided to turn the therapy off. X-rays were performed in order to evaluate the system. Troubleshooting was performed and a potential system replacement procedure was discussed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system was explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No further adverse patient effects were reported.